Event description:
Additional information was received. This event occurred between november/december 2025. Ins serial number confirmed. The rep was n otified on 2025-dec-09. Regarding interventions to treat the skin burn, it was stated ¿not that the patient referred¿.

Manufacturer narrative:
Continuation of d10: product ID neu_rtm_unknown, serial# unknown, product type: recharger. B3: date is month and year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient experienced burning sensation at device pocket and has burned skin because the recharging system overheated during the battery recharge of the ins. Contributing factors were the patient mentioned that she recharges the device three times a day and that when doing so, she places a pillow and a foam cushion over the antenna. Troubleshooting was performed. The device impedances were checked and all were in good condition (below 4,000). The recharging system was examined and showed no apparent physical damage (not broken, no exposed wires, and no visible impacts). An attempt was made to recharge the device and there were no errors or difficulties; it was only tested for 5 minutes, and the device did not overheat during that test. Action taken was the patient's programs were adjusted and the cyclic mode was activated to optimize the battery so that recharging would not need to be done daily or multiple times a day. The patient was advised not to cover the antenna with cushions or foam rubber during recharging. Issue was not resolved. No medical/surgical intervention or hospitalization was required. Additional information will be obtained from the hcp in march.

Manufacturer narrative:
Continuation of d10: product ID: neu_rtm_unknown, serial# unknown, product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_rtm_unknown, serial/lot #: unknown. H6 codes belong to the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.